Manufacturer narrative:
Per the clinic, the patient was hospitalized for 10 days (date not reported) due to infection at the implant site. The patient was treated with IV, topical and oral antibiotics, however, the issue did not resolve. The device was explanted on (B)(6), 2023. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on december 27, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 28, 2024.

Event description:
Per the clinic, the device was explanted due to an infection (site of infection not confirmed)(specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on oct 06, 2023.